Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. An infusion was run three (3) times on the pump with a 0.4ml air bubble. The pump alarmed air in line all three (3) times. The air sensor values tested in specification at 1440mv with fluid in the tubing (spec is >600mv) and 22mv with air in the tubing (spec is <100mv). The log review confirmed an air alarm. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: not detecting air.